Event description:
It was reported that the patient will have a surgery to revise an inflatable penile prosthesis(ipp) due to a possible leak in the pump. No patient complications were reported.

Event description:
It was reported that the patient had a revision surgery on (B)(6) 2021 to revise an inflatable penile prosthesis(ipp) due to a leak in the pump. A tactra device was implanted. No patient complications were reported.

Manufacturer narrative:
B5 event description updated.

Manufacturer narrative:
H7 and h9 corrected.

Event description:
It was reported that the patient will have a revision surgery on (B)(6) 2021 to revise an inflatable penile prosthesis(ipp) due to a possible leak in the pump. No patient complications were reported.